Event description:
A 5fr uac line leaking. Occurred after removal of stopcock closest to line. Rn folded line over to prevent blood back up, disconnected stopcock, reconnected IV tubing. Immediately started to leak blood/IV fluids through a crack/hole. Had to be removed and be replaced.